Event description:
Senseonics was made aware of an incident where user reported of receiving a sensor check alert which led to early sensor removal.the RMA was issued for further investigation of the sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 23 may 2025 g3.date received by the manufacturer? 23 may 2025 h3. Device evaluated by manufacturer?no h6. Medical device problem code updated to 3005 h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.